Event description:
The catheter was inserted from the right internal jugular vein to a patient who had a slow pulse with shock. It was reported that the nurse noticed the catheter was broken off when the patient condition and waveform changed. The catheter was no longer able to pace. The catheter broke off at approximately 20cm distal side of the backform where the customer had fixed the catheter with tape on the twelfth day of use. There were no patient complications reported. The customer commented that the catheter had been placed in the patient for a long time, and suspected that the catheter got damaged when the patient moved.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
One pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Catheter body and leadwires were damaged and completely separated at the distal edge of the shrink tubing located at the distal edge of the "y" adaptor. There was also adhesive/tape residue observed on the "y" adaptor shrink tube. The separated catheter parts appeared to match up with no missing pieces as well as no deterioration on the catheter body. The catheter body appeared to be coiled and it was noted that the catheter body had multiple sutures at the 48cm area. Continuity testing was performed on the pacing lead wires. Continuity testing confirmed the proximal and distal electrode circuits are continuous from the lead wires to the distal end of the "y" adaptor break site, and from the pacing electrodes to the distal section of the catheter break site. Note the customer commented that the catheter had been placed in the patient for a long time, and suspected that the catheter got damaged when the patient moved. Per IFU, "precaution: the incidence of complications increases significantly with indwelling periods longer than 72 hours." No visible damage to the remainder of the catheter body, balloon, balloon windings or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The customer report of ¿catheter was broken off and was no longer able to pace¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.